Event description:
It was reported that during a stenting treatment procedure stent migration occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, proximal left circumflex artery. The physician advanced the 20mm x 3.00mm taxus element stent delivery system to the target lesion. The device was inflated to 11 atms, upon inflation the device moved 5mm distally. There was residual stenosis located proximally to the stent. The 20mm x 3.00mm taxus element stent was implanted in it's new location. The procedure was completed by implanting a 12 x 3.00mm unspecified stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).